Manufacturer narrative:
Concomitant product: addrl1 ipg; implanted: (B)(6) 2010. Product event summary: the proximal segment of the lead was returned. Analysis was performed and an in vivo outer breach insulation and depression was found.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately fourteen years post implant of the lead. Additional information was requested and was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.